Manufacturer narrative:
Correction: mfg. Site ID, evaluation summary: post market vigilance (pmv) led an evaluation of one device. The loading unit was partially fired with the interlock engaged. Staple pushers were visible at the 4cm cut line indicating the point where the handle compression had stopped. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a endoscopic stomach laparoscopy, while being applied off of the stomach, the surgeon was able to press the green button and squeeze the handle of the device but the stapler was unable to fire. A new device was used to complete the case. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.